Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by right subclavian artery. The esheath was inserted without difficulty but when the commander delivery system was advanced through the esheath some resistance was noted. It was suspected that the valve was crimped onto the balloon, so it was decided to remove all the devices as a single unit and proceed with a new kit. The second esheath was inserted without difficulty but, as in the first attempt, when the commander delivery system was advanced through esheath, some resistance was noted due to the calcification of the access vessel. After positioning in the native valve for deployment, it was noted that it was unable to deployed the valve due to the balloon did not inflate. It was decided to remove the delivery system with the valve but difficulties arose. Finally the devices were removed but the patient experienced an artery dissection which was surgically repaired. Once the second sheath was removed with the delivery system and valve, it was seen that it was torn at the distal part. The procedure was aborted and the patient was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of sheath distal tip torn and resistance with non-edwards device were empirically confirmed based on the information provided by the field clinical specialist (fcs). Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in product risk assessment (pra) and/or by manufacturing process variation. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (as provided information indicated presence of calcification at the access vessels) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. A CAPA w as initiated for further investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.